Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer discrepant samples using the sars-cov-2 pcr assay on panther fusion instrument (B)(4). Samples which originally resulted as positive would retest as negative. Customer uploaded logs but did not specify which sample ids or worklists were affected. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support reviewed the logs and found no hardware issues, noting that discordant results were likely caused by low target sample that were under the detection limit. Hologic molecular applications specialist discussed with customer that samples with low target would not always repeat as positive upon retest. Customer understood and did not report any further issue. Hologic and FDA met, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.